Event description:
The device was explanted on (B)(6) 2023. The patient was re-implanted with another cochlear device on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 15, 2023.